Event description:
Shiley¿ flexible adult tracheostomy tubes with disposable inner cannulas packaging change poses a safety threat due to not clearly identifying product size. Updated product packaging with product references codes have changed the size of the trach is not visible to the user.